Event description:
It was reported that a patient experienced post-operative sensitivity after use of prime & bond nt adhesive; the tooth ultimately required a root canal.

Manufacturer narrative:
Many factors contribute to occurrence of sensitivity such that no relationship to any one product or step of a procedure can be established. As such, the occurrence of sensitivity itself does not signify that the product malfunctioned. Though post-op sensitivity is a common occurrence in all phases of dentistry, is typically reversible in nature, and in the majority of cases will spontaneously resolve without medical/surgical intervention. It was reported that endodontic therapy was performed in this case. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.